Manufacturer narrative:
Device evaluated by MFR: two insertion tools were returned together for this complaint. The insertion tools were visually inspected. One unit was a good unit and one was a defective unit. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause for this complaint is supplier design. Investigation of the issue found that the vendor process for hub to cannula transition is not optimized to produce the insertion tool part. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention there was difficulty advancing the guide wire through the insertion tool. An unspecified guide wire could not be advanced through the advantage insertion tool, this occurred outside of the patient. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that during preparation for a percutaneous coronary intervention there was difficulty advancing the guide wire through the insertion tool. An unspecified guide wire could not be advanced through the advantage insertion tool, this occurred outside of the patient. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4).